Event description:
It was reported the patient's ipg was relocated on (B)(6) 2014, due to discomfort at the ipg site. During the procedure, two extensions were implanted to accommodate the new location of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.